Event description:
Per the clinic, the patient experienced a skin flap breakdown following a haematoma, resulting in exposure of the electrode array; however, the issue could not be resolved. The device was explanted on (B)(6) 2013. There are no plans to reimplant as of the date of this report, (B)(6) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 13, 2013.